Manufacturer narrative:
The customer's report was observed during initial testing by a zoll approved service provider. However, after disassembling the device to determine root cause, the report was no longer seen. Root cause anaylsis could not be performed without reciept of the device at zoll medical corporation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.